Event description:
The patient had a syncopal episode, noise was seen on the rv lead and impedances on the rv lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).